Event description:
It was reported that the health care professional (hcp) requested a review of data to confirm device operation due to loss of capture was suspected on this non-boston scientific right ventricular (rv) lead. Additionally, it was reported that this patient experienced pain in the pocket. Further evaluation was rerecommended. At this time, this product remains in service and no addltlonal adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).